Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no obvious deviation of reprocessing was observed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angulation in the up direction out of standards due to worn of angle-wire, foreign material coming out due to blockage of channel condition of light guide bundle not good, adhesive part of bending section rubber broken, and crumple at the connecting tube. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the colonovideoscope had angulation reduced issue. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using similar device with no delay. Upon inspection and testing of the customer returned device, foreign material was found exiting the scope channel due to blockage of the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.